Event description:
This is a pt who presented to the emergency room in 2000 for sudden onset of chest pain and hypotension. Of significant history for this pt is the fact that they had an aortic valve repair for a congenital aortic insufficience, and in 1981 pt had the valve replaced with a bjork-shiley aortic valve. Pt was taken to the cath lab from the ER for an emergency catheterization. The aortic valve was visualized and no tilting disc was noted. Fluoroscopy was used and the disc was located in the abdominal aorta. The pt was disgnosed as having wide-open aortic insufficiency and an enlarged ascending aorta. An intra-aortic balloon pump was placed in the groin. Pt was taken to or emergently. After induction of anesthesia pt suffered cardiac arrest. The pt deceased in the or.